Manufacturer narrative:
Batch reviews performed on 22 december 2025: gmk-spherika 02.12.ka13l gmk spherika femoral component s3+l cemented (k211004) lot 2313303: (B)(4) items manufactured and released on 10-oct-2023. Expiration date: 2028-jul-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1203l tibial tray fix cemented s.3l (k090988) lot 2314534: (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 2028-aug-24. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
The patient had knee instability due to loose implants and the cause is unknown. The surgeon suspected a nickel allergy and at about 1 year and 10 months post primary revised the tibial tray and femoral component to sensitin revision components. The surgeon also revised the insert from a 10mm to a 12mm. The surgery was completed successfully.

Event description:
The patient had knee instability due to loose tibial tray and the cause is unknown. The patient self-reported nickel sensitivity to the surgeon in the pre-op meeting. At about 1 year and 10 months post primary revised all the implants and inserted sensitin revision components. The surgeon also revised the insert from a 10mm to a 12mm. The surgery was completed successfully.